Event description:
Complainant alleged that during biomedical department's routine tesing and preventative maintenance of the device, the fuse on the power converter board blows, which does not allow the device to power on. The complainant indicated that there was no patient involvement in the reported failure.